Event description:
While receiving assistance with a lost sensor alarm, customer reported that the sensor appeared to be broken upon removal. Customer reported that the sensor looked as though a piece had broken off. Customer was not positive that the broken piece of the sensor was not in his skin. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor failed per specification due to low readings. No needle complaint could be confirmed due to the customer returning the sensor only with no insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.